Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 10mm amplatzer septal occluder was selected for implant on (B)(6) 2023 using a 7f amplatzer trevisio intravascular delivery system. During implant the device took on a snake shape. The device was removed from the patient prior to release from the delivery system. It was noted that the device was replaced with new 10mm amplatzer septal occluder. It was noted there was no interaction with any cardiac structures during implantation. There were no angulation or twisting in the delivery system. Patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. Patient's status was noted as stable.

Manufacturer narrative:
An event of device deployed into a cobra shape was reported. Image received from the field appeared to show the device in cobra deformation. Field also indicated that there was no interaction with cardiac structures during deployment and that there was no angulation or kink noted in the delivery system. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined.